Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was no needle on sensor and it was weird on insertion. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. Customer also reported that battery cap contacts was loose. The sensor will be returned for analysis.